Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed increase thresholds and loss of capture one day post implant. The lead was determined to have dislodged. The patient was seen for a revision procedure where the lead was repositioned with normal lead diagnostics. There were no adverse patient effects reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The provided implant and event dates do not match the event description, so they will not be added to this report. The event happened either mid (B)(6) 2014 or the start of (B)(6) 2014.